Manufacturer narrative:
Additional information was received that the patient was taking long hours of shower and physician believed this was the caused. It was also mentioned that nothing happen during the recent procedure that might caused or contributed to infection.

Event description:
A report was received that the patient had an infection at the midline and pocket incision site. The cause of the infection was unknown. Symptom of drainage was noted at the incision site. The patient was placed on heavy antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-4316 lot #: 20332079 description: next generation anchor kit-sterile; model#: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the midline and pocket incision site. The cause of the infection was unknown. Symptom of drainage was noted at the incision site. The patient was placed on heavy antibiotics. The patient underwent an explant procedure.